Event description:
Burning pain in the administration area resulting in skin burns [thermal burn]. Blister,several thick blisters [burns second degree]. Lasting wounds with pain [wound]. Lasting wounds with pain [pain]. Skin was not monitored during the administration [device misuse]. Case description: this is a spontaneous report from a contactable consumer on behalf of her mother and a contactable patient through a non-clinical study program, brand websites for division consumer healthcare (B)(6). A (B)(6) female consumer of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip, lot #j13524, expires: 04/18), from (B)(6) 2015 for back pain. Relevant medical history was not reported. Concomitant medications were none. She used thermacare before without problems. The consumer stated she used thermacare heat wrap for her back according to instructions, over thin clothes. The consumer experienced burning pain in the administration area resulting in skin burns on (B)(6) 2015. She also experienced blister which caused lasting wounds with pain also described as several thick blisters and wound pain. Supine position was not possible. The heat wrap was applied for approximately 7 hours. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. The patient was not hospitalized. A physician was consulted. Wound care and pain treatment were necessary. The outcome of the events was not resolved. The color of her skin is medium bright and she had no sensitive skin. The patient didn't use other heat-generating products for pain treatment. The patient used the heat wrap according to instructions over undershirt. The skin was not monitored during the administration. The patient read instruction for use. No other drugs (over-the-counter, herbal, applied to the skin) were used during the application. The following symptoms were not present: diabetes, circulatory disorder, heart diseases difficulty, to feel heat or pain on the skin, rheumatoid arthritis, depressed level of tactile / touch sensation, neuropathy. Additional information has been requested and will be provided as it becomes available. Follow-up (07sep2015): new information received from a contactable consumer on behalf of her mother included product data (start/stop date, indication, action taken), reaction data (additional events of blister which caused lasting wounds with pain, several thick blisters and wound pain, the skin was not monitored during the administration added, onset date of events, treatment and outcome). This case has been upgraded to a serious, reportable 10 day EU/10 day 30 FDA medical device report. Company clinical evaluation comment based on the information provided, the events thermal burn, second degree burns, wound, and pain as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other event device misuse is assessed as associated with device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, second degree burns, wound, and pain as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other event device misuse is assessed as associated with device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burning pain in the administration area resulting in skin burns [thermal burn]; blister,several thick blisters [burns second degree]; lasting wounds with pain [wound]; lasting wounds with pain [pain]; later necrosis [skin necrosis]; skin was not monitored during the administration [device misuse]; scar formation [scar]; altered skin pigmentation [pigmentation disorder]; impairment of wound healing [impaired healing]; later ulceration [skin ulcer]. Case description: this is a spontaneous report from a (B)(4)-sponsored program, brand websites for division consumer healthcare (B)(6). A contactable consumer reported on behalf of her mother, a (B)(6) female consumer of an unspecified ethnicity who started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: j13524, expiration date: apr2018) from (B)(6) 2015 for back pain. The patient's medical history included arterial hypertension and tachyarrhythmia absoluta. Concomitant medications included hydrochlorothiazide, metoprolol succinate (beloc-zok) from an unspecified date at an unknown dose 2 times daily for an unspecified indication, ramipril (ramipril) from an unspecified date at 2.5 mg 2 times daily for an unspecified indication, esomeprazole magnesium (nexium) from an unspecified date at 20 mg 1 time daily for an unspecified indication and dabigatran etexilate mesilate (pradaxa) from an unspecified date at an unknown dose 1 time daily for an unspecified indication. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication without problems. On 25jul2015, the patient reported she applied a thermacare heatwrap to her back for approximately 7 hours according to the instructions, over thin clothes, and experienced burning pain in the administration area resulting in skin burns. The area was described as approximately palm size with a total of 4 respectively maximal 2 cm large erythema and blister formation, later ulceration and necrosis. Supine position was not possible. She also experienced blister which caused lasting wounds with pain. The physician indicated there was scar formation, altered pigmentation of the skin and impairment of wound healing. The patient assessed her skin tone as medium bright and she had no sensitive skin. She did not use other heat-generating products for pain treatment. The skin was not monitored during heatwrap administration. No other drugs (over-the-counter, herbal, applied to the skin) were used during the application. The following symptoms were not present: diabetes, circulatory disorder, heart diseases difficulty, to feel heat or pain on the skin, rheumatoid arthritis, depressed level of tactile / touch sensation, neuropathy. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. The patient was not hospitalized. A physician was consulted. Therapeutic measures taken included wound debridement, mechanical cleaning of wounds with curette, blister opening with disinfection of wounds, use of burn tape, steroids, wound gauze and regular changing of bandage. Clinical outcome of the events was not resolved. Follow-up (07sep2015): new information received from a contactable consumer on behalf of her mother included product data (start/stop date, indication, action taken), reaction data (additional events of blister which caused lasting wounds with pain, several thick blisters and wound pain, the skin was not monitored during the administration added, onset date of events, treatment and outcome). This case has been upgraded to a serious, reportable 10 day EU/10 day 30 FDA medical device report. Follow-up (09oct2015): new information received from a contactable physician includes: patient details, medical history, concomitant medications, therapeutic measures taken and reaction data (additional events of scar, altered pigmentation of skin, impairment of wound healing, skin ulceration and skin necrosis). Company clinical evaluation comment: based on the information provided, the events thermal burn, second degree burns, wound, skin necrosis, and pain as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other events scar, skin pigmentation, impaired healing, skin ulcer, and device misuse are assessed as associated with device use. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, second degree burns, wound, skin necrosis, and pain as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other events scar, skin pigmentation, impaired healing, skin ulcer, and device misuse are assessed as associated with device use. This case meets follow up 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burning pain in the administration area resulting in skin burns [thermal burn], blister,several thick blisters [burns second degree], lasting wounds with pain [wound], lasting wounds with pain [pain], later necrosis [skin necrosis], skin was not monitored during the administration [intentional device misuse], scar formation [scar], altered skin pigmentation [pigmentation disorder], impairment of wound healing [impaired healing], later ulceration [skin ulcer]. Case description: this is a spontaneous report from a pfizer-sponsored program, brand websites for (B)(6). A contactable consumer reported on behalf of her mother, a (B)(6) female consumer of an unspecified ethnicity who started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: j13524, expiration date: apr2018) from (B)(6) 2015 for back pain. The patient's medical history included arterial hypertension and tachyarrhythmia absoluta. Concomitant medications included hydrochlorothiazide, metoprolol succinate (beloc-zok) from an unspecified date at an unknown dose 2 times daily for an unspecified indication, ramipril (ramipril) from an unspecified date at 2.5 mg 2 times daily for an unspecified indication, esomeprazole magnesium (nexium) from an unspecified date at 20 mg 1 time daily for an unspecified indication and dabigatran etexilate mesilate (pradaxa) from an unspecified date at an unknown dose 1 time daily for an unspecified indication. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication without problems. On (B)(6) 2015, the patient reported she applied a thermacare heatwrap to her back for approximately 7 hours according to the instructions, over thin clothes, and experienced burning pain in the administration area resulting in skin burns. The area was described as approximately palm size with a total of 4 respectively maximal 2 cm large erythema and blister formation, later ulceration and necrosis. Supine position was not possible. She also experienced blister which caused lasting wounds with pain. The physician indicated there was scar formation, altered pigmentation of the skin and impairment of wound healing. The patient assessed her skin tone as medium bright and she had no sensitive skin. She did not use other heat-generating products for pain treatment. The skin was not monitored during heatwrap administration. No other drugs (over-the-counter, herbal, applied to the skin) were used during the application. The following symptoms were not present: diabetes, circulatory disorder, heart diseases difficulty, to feel heat or pain on the skin, rheumatoid arthritis, depressed level of tactile / touch sensation, neuropathy. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. The patient was not hospitalized. A physician was consulted. Therapeutic measures taken included wound debridement, mechanical cleaning of wounds with curette, blister opening with disinfection of wounds, use of burn tape, steroids, wound gauze and regular changing of bandage. Clinical outcome of the events was not resolved. As of 17sep2015, the product quality complaint (pqc) group investigation results stated that no quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Follow-up (07sep2015): new information received from a contactable consumer on behalf of her mother included product data (start/stop date, indication, action taken), reaction data (additional events of blister which caused lasting wounds with pain, several thick blisters and wound pain, the skin was not monitored during the administration added, onset date of events, treatment and outcome). This case has been upgraded to a serious, reportable 10 day EU/10 day 30 FDA medical device report. Follow-up (09oct2015): new information received from a contactable physician includes: patient details, medical history, concomitant medications, therapeutic measures taken and reaction data (additional events of scar, altered pigmentation of skin, impairment of wound healing, skin ulceration and skin necrosis). Follow-up (17sep2015): new information reported from the pqc group includes: product investigation summary results. No follow-up attempts needed. No further information expected. Company clinical evaluation comment: based on the information provided, the events thermal burn, second degree burns, wound, skin necrosis, and pain as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other events scar, skin pigmentation, impaired healing, skin ulcer, and device misuse are assessed as associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, second degree burns, wound, skin necrosis, and pain as described in this case represent serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. The other events scar, skin pigmentation, impaired healing, skin ulcer, and device misuse are assessed as associated with device use. This case meets final 10-day EU and 30-day FDA reportability. Evaluation summary: no quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.